Manufacturer narrative:
.

Event description:
The customer reported that the "bedside did not alarm after patient pulled leads off."no patient injury/harm was reported, however the customer "is not sure of the details of any injuries." The device was in use for monitoring at the time of the alleged malfunction. There was no information about the patient's condition provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the "bedside did not alarm after patient pulled leads off." No emergent or adverse impact was reported.